Event description:
New information noted that patient experienced shortness of breath.

Event description:
It was reported that patient presented in hospital. Upon interrogation, it was noted that implantable cardioverter defibrillator (ICD) exhibited far r over-sensing and inappropriate mode switches. No intervention was performed. Patient condition was stable.